Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parent stated that the sensor was removed due to a skin reaction at the insertion site. A healthcare personnel (hcp) was consulted via telemedicine who diagnosed an abscess and infection at the sensor insertion site. The patient was evaluated by a physician who performed an incision and drainage of the abscess and prescribed oral sulfatrim (antibiotic) for 10 days. After the 10 days course of sulfatrim, the patient was prescribed oral amoxicillin (antibiotic) for 10 days. No additional patient or event information is available.